Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the black box data and alarm history revealed a cs 064 call service alarm had occurred. During investigation, the rewind, load cartridge, and prime steps were performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours and no call service alarms were received. The complaint of the call service alarm issue was shown in the pump histories but was not duplicated during investigation.